Event description:
It was reported through a research article identifying the xience stent delivery system and another abbott drug-eluting coronary device that the devices may be related to patient death. Specific patient information is documented as unknown. Details are listed in the attached article, titled second-generation drug-eluting stents and bioresorbable vascular scaffolds in patients with diabetes.

Manufacturer narrative:
(B)(4). Date of death/event/implant is estimated. There was no reported device malfunction and the product was not returned. The reported patient effect of death, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.